Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 sensor and the ilet, which was resolved during the call after guided troubleshooting that included toggling the dexcom g6/g7 setting and repairing to the ilet, with pairing completing within the advised window and no effect on blood glucose levels. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and continued device use after successful pairing. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient connectivity issue involving the cgm pairing process, which was corrected through standard setup steps without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or app configuration conflict resolved by reconfiguration.